Manufacturer narrative:
Continuation of d10: product ID 8784, lot# 0226885534, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6) ubd: 28-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that upon attempting to use the small clear connector to join the implanted catheter and new extension, they were unable pass the catheter over the metal pin in the connector. After several attempts, they inspected the connector and it appeared the metal pin was bent inside. The device was not implanted.  The connector was kept and a new extension kit (model 8784) was opened and an alternate connector was used uneventfully to complete the procedure. The issue was resolved.  The patient was without injury. There were no known factors that may have led or contributed to the issue.

Manufacturer narrative:
H3: it was reported that there was an anomaly on the pin connector prior to implant. Visual inspection of the collet identified one of the fingers was bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.